Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experienced low blood glucose and insulin pump wa over delivering. Blood glucose at the time of low blood glucose event was 56 mg /dl. Customer was treated with food. Low blood glucose value was 56 mg/dl and below. Customer blood glucose was 330 mg/dl. Customer also stated at morning blood glucose was 56mg/dl and below. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated self test pass. The insulin pump will not be returned for analysis.